Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, multiple non-sustained lead noise episodes were observed due to post-paced t-wave oversensing. Programming changes were recommended. The patient was scheduled to return to the clinic for a routine follow-up in (B)(6).